Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that patient factors (aorta was very tortuous, twisted and on the opposite side of the body) contributed to the reported aortic dissection. The exact location of the lung injury is not clear. It is possible that the lung injury was related to the difficult advancement of the delivery system through a very tortuous anatomy or it could have been caused by trauma when central lines for monitoring were inserted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr case, aortic position, tf approach through a very tortuous, twisted aorta, in which the aorta was positioned on the opposite side of the patient¿s body, resistance was noted when advancing the delivery system through the anatomy. The valve was successfully placed and an angiogram showed ¿perfect results¿. An additional angiogram was taken when the patient¿s blood pressure suddenly dropped. An aortic dissection close the subclavian artery and a partial collapse of the lung was noted. The patient was intubated and the interventional radiologist was called. A 34mm covered aortic stent was placed at the aortic dissection and bleeding stopped. Further investigation confirmed a pleural effusion and a hemothorax for which a drain was placed and 1.5 liters of blood was removed. The patient improved for a while but again became hemodynamically unstable when the team was preparing for transfer to the ICU. An additional angiogram was taken, this time without success and the patient died in the cath lab.

Manufacturer narrative:
Procedural cine images were submitted to edwards lifesciences for review. The following observations and impression were made by an edwards physician proctor upon review of these images: heavily calcified aortic annulus and leaflets, extremely tortuous aorta at the level of the ach and descending aorta, bav done was not affective as the balloon slips into the left ventricle, bav performed again was effective, aortic dissection seen prior to valve deployment, valve deployed well, 70:30 aortic/ventricular (a/v), kinking seen in descending aorta, aortic dissection appears to be from middle of the aortic arch (close to left axillary artery) to middle of descending aorta; covered stent placed in from middle of the aortic arch to the descending aorta. Impression/recommendations: extremely tortuous vasculature with kinking between aortic arch and the descending aorta. Tf approach should have been excluded per IFU and training. Valve was seen post valve alignment in non-straight section. Aortic dissection seen prior to valve deployment. No images provided of commander delivery system tracking through the descending aorta, aortic root and ascending aorta. Dissection appears to propagate from middle of the arch (close to left axillary artery) to descending aorta. Unable to determine cause and timing of aortic dissection. Covered stent covers from left axillary artery to descending aorta. No images provided of hemothorax. Indirect sign of hemothorax (lung is not collapsed and there is air inside) not seen at the implant.

Manufacturer narrative:
Reference CAPA-20-00141.